Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor scan and experienced spasms, "not able to move and speak", seizure and a loss of consciousness. Customer was treated with glucagon injection by a third party. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor scan and experienced spasms, "not able to move and speak", seizure and a loss of consciousness. Customer was treated with glucagon injection by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.